Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracic surgery lobectomy, on disconnecting the main bronchus of the lung, the device did not fire. The devices were replaced to complete the case. There was no patient injury.